Manufacturer narrative:
Manufacturing report on retained samples, actual samples never returned. Device not returned to manufacturer.

Event description:
Received two complaints from hospital reporting two patients experiencing severe hemolysis after dialysis treatment. The two incidents took place on two different dates, two different rooms with two different machines. The three common products that were used in both cases were: f5m8784g nipro gama blood set for dialysis, nipro f5m190h elisio dialyzer high flux 190h, and f5m0531 nipro avf 16g x1" htc-15r. As a result of hemolysis, one patient felt chest pain and went through catheterization on the next day, results: coronary artreys were found to be ok. The other patient felt a stomach ache and nausea, went through a heart scan to eliminate any problems. According the both patient's physician, both patient has a very hemolytic blood additional information: (B)(4) 2015: per the initial reporter, the 1st patient experienced symptoms 3 1/2 hours after treatment initiation and 2nd patient experienced symptoms 30 minutes after treatment initiation, staff did not observe any kind of kink on tubing, no alarm of blood in dialysate, alarms went for high/low arterial and venous pressures. Dialysis was run at blood flow rate of 300ml/min. Both patients had routine cbc and chemistry drawn, hemolysis was found and confirmed by laboratory, they were unable to perform tests due to hemolytic serum. Tests were repeated 4 times within 24hours. Additional confirmation was provided by an elevated ldhlow haptoglobin and elevated indirect bilirubin, no significant drop in hemoglobin. Patients do not have history of allergy but do have history of high blood pressure.